Manufacturer narrative:
Impact code f05 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones on (B)(6) 2022. When the physician started the ercp procedure using the exalt model d scope, the medical staff immediately realized that the quality of the picture was not as good compared to previous procedures. It was reported that the image was blurry. The issue was noticed when the scope was in the duodenum in front of the papilla. The connections were checked, and valves were changed; however, it was not possible to get a better image quality. Although physician tried to continue the ercp procedure, he decided to stop the procedure for the patient's safety. There were no patient complications as result of this event.